Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing and low intrinsic amplitude. Boston scientific technical services (ts) cannot measure the signal to determine how to program and suggested to have the device evaluated. This lead remains in service. No adverse patient effects were reported.